Manufacturer narrative:
Correction made to b3//d10: (B)(6) 2021 (previously submitted as asku). Correction made to b5: the affected quantity is one (1) [previously submitted as two (2)]. Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue catheter tip) and the main body (light blue) of two (2) peritoneal dialysis (pd) transfer sets. This was further described as ¿the dark blue catheter tips unscrews from the light blue portion and separates about a 3 mm gap¿. As a result, the transfer set was replaced. This occurred after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.